Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.